Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer reported receiving emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer has had other similar incidents in the past. The customer was given glucagon shots to treat. The customer experienced symptoms such as a seizure, convulsions, barely breathing, and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic. The customer was using a recalled set on the day of the incident. The insulin pump will not be returned for analysis.